Event description:
It was reported that during engineering evaluation it was discovered that the attachment device "exceeded temperature limits in the elbow and base". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. A functional assessment was performed during pre-repair testing and the device exceeded temperature limits in the elbow and base. Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.